Manufacturer narrative:
The reported event was dislodgement. As received, a complete lead with a stylet was returned in one piece for analysis. Visual inspection found the helix to be retracted and clogged with blood. X-ray examination found no anomalies on the lead. After cleaning, helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification.

Event description:
It was reported that the patient presented for a follow up. It was noted that the right ventricular lead had dislodged. The lead was explanted and replaced. The patient was in stable condition.